Manufacturer narrative:
(B)(4). Conclusion: to date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by a journal article, that the patient underwent an unknown sling procedure on unknown date and mesh was implanted. Following the procedure, the patient experienced, possibly, complications, such as: urgency incontinence, urinary obstruction/retention, urinary tract infections, dyspareunia, pelvic pain, fistula, wound-related complications, injury to blood vessel, nerve, or viscera, pelvic organ prolapse and other complications. It was also reported that the patient may underwent a re-operation such as revision or removal of sling. Additional information has been requested.